Event description:
The user experienced issues with the implant on the left side, including edema and poor hearing. The user did have good benefits from the ci before suffering from the scalp edema. But when the user used the external device again after the edema was gone, he was unable to hear sounds. The clinic is awaiting further evaluation and recommendations. The user was reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field a failure of the reference electrode seems likely. In addition the recipient suffered from a temporary edema at the implant site due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. The concerned device has been explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced issues with the implant on the left side, including edema and poor hearing. The user did have good benefits from the ci before suffering from the scalp edema. But when the user used the external device again after the edema was gone, he was unable to hear sounds. The clinic is awaiting further evaluation and recommendations. Reimplantation is being considered.

Manufacturer narrative:
Device investigation revealed a technical failure of the reference electrode which explains the reported issues. In addition the recipient suffered from a temporary edema at the implant site due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user experienced issues with the implant on the left side, including edema and poor hearing. The user did have good benefits from the ci before suffering from the scalp edema, but when the user used the external device again after the edema was gone, he was unable to hear sounds. The user was reimplanted.